Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).

Event description:
It was reported that adaptive stimulation was activated on the patient's groups a thru d with the intention of starting a feature to gather stimulation use data. The programmer intended to give the patient rate access so he could try different settings, but activating adaptive stimulation prevented that. There were no voltages assigned in the programming session and the patient was supposed to set those himself using his patient programmer. It was not clear if this was a programming error or if the device did not keep the program, as intended. If additional information becomes available, a follow-up report will be sent.